Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing which resulted in pacing inhibition. The patient has complete heart block with an escape rhythm of 35-40 beats per minute. Boston scientific technical services (ts) reviewed the device data and noted that the noise was non-physiologic and had been occurring over the past year. The impedance had also been declining over the past year but was still within the normal range. The threshold measurements were on the higher side. Boston scientific technical services (ts) provided non-invasive reprograming options but also advised that they may not resolve the issue. The physician elected to replace the rv lead. The rv lead was surgically abandoned. The pacemaker remains in service. No additional adverse patient effects were reported.